Event description:
Pt was tested on the suspect device with inr results of 4.1 and 3.7. Corresponding lab inr values were 3.2 and 2.5. No treatment provided. Controls in range. The reporter declined to have the device replaced. She felt it was an isolated incident to this one pt.